Event description:
The clinic reported that a pt with hyperopia treated for an I-sbk (sub-bowmans keratomileusis) laser vision correction in both eyes presented at a one month post-operative examination with flap striae and a refraction of + 1.00 diopter in the right eye (od) and -0.25 diopter in the left eye (os). The pt's post-op bcva is 20/30 od and 20/20/ os.

Manufacturer narrative:
(B)(4). Service was not requested by the clinic for this issue. Clinical development manager and amo medical monitor discussed the outcome with the clinic. It was discovered that the site has two doctors that were not certified with the use of the visx system certification training is being scheduled for these doctors.